Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's medtronic representative reported via email that the customer's insulin pump has had button issues and problems with humidity. The patient's blood glucose at the time of incident is unknown. The customer's mother wants to consult their doctor before starting the process for a new pump. Troubleshooting from the 24-hour helpline was declined. No products were returned or shipped.